Event description:
Developed eye infection/pain as result of using amo complete moisture plus by advanced medical optics, inc. - was not aware of reason at the time. Doctor advised me to discontinue use of solution and recommended follow-up visits to insure that symptoms were not the result of an eye disease. Tests were run and eye disease was ruled out. Continue to have irritation and pain in eyes. Dose: daily use to rinse. Frequency: 10 seconds daily. Route: ophthalmic. Dates of use: five months between 2006 and 2007. Diagnosis: clean, rinse, store and disinfect contact lenses.